Event description:
Resident was being lift for transfer from wheelchair to bed. The staff member had the lift wedged under the bed. The staff member used the lift without assistance of a second staff member. He proceeded to force the lift to rise until the tension caused the leg to break and the lift to turn over. The resident was found lying on his back on the floor when the nurse arrived.